Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of an unknown level. The customer indicated that this is a past event that took place several years ago. Customer treated with juice and their blood glucose came back up. Troubleshooting was unable to be performed as customer was wearing an old pump at the time of the incident and they no longer have the pump. No further details.